Event description:
Pt on an insulin pump since 2002. Parent, the contact, who alleges that a potential over treatment to the elevated result as described below would have caused a reaction resulting in a seizure. In 2002 at 11:52 a.m. A nurse sent to conducted a blood test on the pt, obtaining a 2.5. Pt exhibited no signs or symptoms of hypoglycemia. Pt was given 4 tablets (12 grams) to increase their blood glucose level. At 12:04 pm another test was conducted and the reading was 21.2. The nurse was concerned and decided to call parent before treating pt. Parent monitors the pt very closely and instructed nurse not to take any actions before retesting. As far as parent is concerned, and based upon their experience, 21.2 was an inaccurate high reading. Parent waited on the phone while nurse tested again using the same meter; result was 6.3 at 12:07. 2.4 u insulin and 60 grams carbohydrates given. Parent does not question the 1st reading (pattern of being low) or 3rd one because 4 tablets usually provide an approx 4mmol/l increase in blood sugar level and work in about 10 mins. Parent ordered pt to stop using the meter and told them to give self a treatment if they felt they needed one. Parent believes the 21.2 could have potentially hurt the pt. Had the nurse, the pt, or anyone else decided to act upon the meter's reading, they might have overtreated them. The correction would have been two units. Because the pt is a very brittle diabetic, getting accurate readings is key to a good management. The bolus dosages and corrections are based upon the meter's readings. Because pt is on a pump the basal dosages are to be reviewed and changed on a regular basis. Their doctor closely analyzes the charts. Had bolus thru pump (1.2 units) + correction (1.5 units) at 7:25 a.m. Morning of event plus possibly 30 carbohydrates. Parent made breakfast. Doesn't know what was eaten. Regime is: insulin pump (humalog infusion set). Basal rates: from 1900 hours to 12 midnight: 0.9 units/hour. From midnight to 700 hours: 0.15 units per hour, bolus to cover carbohydrates: 1 unit for 20 g of carbohydrates. Formulas for corrections (please note never plug in readings over 20 mmol in formula). Night time (2200 hours to 700 hours): if reading > or = 11 mmol: correction. Formula is bg-7 divided by 7. Day time (700 hours to 2200 hours): if bg level .> or = 9: correction. Formula is bg-7 divided by 7 (max is 1.9 mmol). Treatment: if in the 2's (mmol): 4 glucose tablets. If in the 4's (mmol): 3 glucose tablets. No change to pre-incident regime. Results from log book. In 2002 both at 9:45 and 10 a.m., no tests or insulin but 10 grams of carbohydrates. At 1:30 or 2pm no test, no food, 3 glucose tablets given. At 3:30pm no test or insulin but 12 grams of carbohydraets. The day before, seven tests between 8:38am and 11:38pm ranging from a low of 3.2 to high of 18.5. Example: 11:28a.m., 3.7, 3 glucose tabs, no food. 2:40pm, 18.5, 0.6 u bolus plus 1.6 correction and 15 grams. 7:10pm, 18.3u, 0.8 bolus plus 1.6 correction and 20 grams.; 11:14pm, 3.2, 3 tabs plus 2/3 choc. Milk (17 grams total), no food. At 11:38pm after the glucose, 7.6; no insulin or food. No further info to report.